Manufacturer narrative:
On october 22, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Lot number was not visible on the returned device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 24, 2020, mentor became aware that the deflated side was right. The correct device information was also provided. Hence, the following fields have been updated on this form: field d1 for brand name has been updated to "mentor smooth round high profile" field d4 for catalog number has been updated to "3503630". Field d4 for lot number has been updated to "6433224". Field d4 for serial number has been updated to "(B)(6)". Field d4 for unique identifier( UDI) has been updated to "(B)(4)". Field g4 for PMA/ 510(k) has been updated to "p990075". The device reported in this complaint was manufactured in texas. Hence, does meet the criteria for MDR reporting. Section g has been updated to correct manufacturer information. The mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 9, 2020, mentor became aware of the lot number of the returned device. The device reported in this complaint was manufactured in leiden, netherlands. Hence, doesn¿t meet the criteria for MDR reporting and therefore this is the last report that will be submitted. The leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Therefore, events that involve these devices would not need to be reported as mdrs. Manufacturer's contact phone: (B)(4). Manufacturer's site phone: (B)(4). Manufacturer's site fax: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 7, 2020, device evaluation was completed. Device evaluation summary: during visual evaluation of the device a tear was observed at a junction at the valve system. Microscopic examination was performed, and the cause of the tear could not be identified. According to the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a female patient of an unknown age, race, and ethnicity underwent unspecified breast surgery with an unknown size unknown saline implant and was presented with unknown side breast implant deflation postoperatively. As a result, the patient underwent planned revision surgery on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the procedure type was breast reconstruction and patient's replacement device was mentor saline on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).